Event description:
It was reported that the lead was not able to be implanted. Follow-up was conducted to obtain further information on the issue as to why the lead was not used but the attempts were unsuccessful. Any additional relevant information received will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.